Event description:
It was reported that the renasys device failed to alarm during the blockage and leak test due to a defective pump. No patient was involved since this was found during service and repair.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation, establishing a relationship between the device and the event reported. A visual inspection found defects to the outer case, the functional evaluation found that the device failed to charge due to faulty power cable inlet port. Device also failed blockage and leak test due to defective pump. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events have been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. This investigation is now complete, with root cause determined as mechanical component failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. H11: g4 information sent in initial report was incorrect. Correct aware date for this complaint is 04 dec 2019.

Event description:
It was reported during the investigation that the renasys device failed to alarm during the blockage and leak test due to a defective pump. No patient was involved since this was found during investigation.